Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished lot number and no non-conformances were identified. Additional evaluation summary: representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? Can you clarify the lot number? Can you clarify if 7 pds cords were used during the one procedure? Or was 1 suture used and broke in multiple knot ares? How was the pds cord placed on the sternum? Can you describe the knotting technique during the initial procedure? Were there any patient predisposing event (cough, choking, etc) prior to the event? What is the status of device and representative samples for evaluation? What are the patient prior medical / surgical history? What is the current condition of the patient?

Event description:
It was reported that a patient underwent a thoracic procedure on (B)(6) 2019 and suture was used to close the sternum. Post operatively the patient experienced sternum dehiscence. A second procedure was performed on (B)(6) 2019 as the sternum was open. The suture was found broken about 1cm behind the knot. The wound had been cleaned and closed with like device. Patient has been treated with vac dressing. The current condition of the patient is unknown. Additional information has been requested.